Event description:
Implantable systems post market registry reported the pump was explanted after an implant duration of approximately 31 months due to pump movement. The patient reported the implanted pump would change position by "protruding and rotating" in the pocket. A new pump was implanted and was reported by the hcp to be "anchored more fully" to eliminate these problems."